Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: unable to confirm the customer experience as no photo/ sample was returned for investigation. Root cause description: no photo / sample was returned for investigation. Root cause could not be determined. The complaint will be re-open and re-investigated if photo / sample is returned. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that the needle eclipse 25x1 rb bns experienced a damaged or open unit package/seal where the sterility was compromised. The product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 305795, batch no.: 7176211. Complaint 1 of 2. Per email: one of the techs opened an angio pack, and found out one of the safety needles without a cap and open. He did not stick himself, but thought we should report for quality.